Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report numbers: 3005334138-2020-00195, 2182269-2020-00044, 2182269-2020-00045. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Isolation of the left pulmonary veins was achieved. After isolating the right veins, the patient became hypotensive and ice was used to identify a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with abbott devices.